Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 270 mg/dl. The customer stated that she had high blood glucose levels and was vomiting. The customer stated that she removed the infusion set and noticed that the needle had broken off inside the cannula. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.